Event description:
Reporter received an ecri medical device alert on the accu-chek advantage ii strips stating that there could be falsely elevated test results in pts on the peritoneal dialysis solution extraneal which contains icodextrin. Reporter called the co wanting to know more about the problem and the significance of it. Reporter was told by 2 of the customer service specialists that it shouldn't be a problem since the advantage ii strips are only available in europe. Reporter made them aware that it should be a concern for the accu-chek comfort curve strips since they work by the same chemical process. At this point rptr's concern was acknowledged and info was given. They also were not aware of the ecri alert and the problem with icodextrin when reporter called. Reporter is concerned that incorrect info could be given out due to inadequate communication at the co.